Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was revised and remains in use. It was further reported that the patient experienced arrhythmia and heart block. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2014. (B)(4).